Event description:
Pt obtained back-to-back blood glucose results of 33 mg/dl, 63 mg/dl and 77 mg/dl while using the suspect device. Reporter indicated that no action was taken based on the device results. No pt injury was reported and no treatment was received. Valid quality control tests had not been performed on the system. Tech support requested the return of the suspect product and replacement product was shipped.